Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump received motor error alarms. The customer¿s blood glucose level was 500 mg/dl. The customer stated that the drive support cap was protruded. The customer stated that the insulin pump broke last night. No further details were provided. The insulin pump will be returned for analysis.